Manufacturer narrative:
Suspect device received on july 09, 2021. Device evaluation completed on july 16, 2021: visual analysis of the returned sample determined that the sm mpp gel 375cc breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Per correct codification pc granuloma was removed from the coding.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with mentor memorygel, 375 cc silicone breast implant experienced left sided rupture post procedure. The patient noticed changes in the way the breast felt and pain in the area. An ultrasound examination confirmed the rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On august 31, 2021 mentor became aware that the (follow up: 2) incorrectly stated the incorrect replacements. Manufacturer¿s reference number: (B)(4). L/ cat#: 3504254bc, sn: (B)(6), and r/ cat#: 3504754bc, sn: (B)(6).

Manufacturer narrative:
Additional information received on august 24, 2021 indicated that the patient also experienced capsular contracture grade unknown on the left side and device migration on the right side. Patient underwent bilateral replacements with right: allergan 475cc sn: (B)(6), and left: allergan 425cc sn: (B)(6). This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).